Manufacturer narrative:
(B)(4).

Event description:
The user facility contacted pentax medical customer service on 24-jul-2018 in regards to a primary channel blocked pentax medical video colonoscope, model ec-3890li, serial number (B)(4). The customer owned colonoscope was received by pentax medical for evaluation on 19-jul-2018. The colonoscope was inspected by pentax medical service on 24-jul-2018, where the pentax service technician found the "primary operation channel blocked" and an "accessory stuck in primary operation channel." The service repair technician documented the following additional inspection findings: insertion tube severe discoloration at stage 2, right/ left control knob tension, passed wet leak test, up/ down control knob/ lever tension, passed dry leak test, customer complaint confirmed, suction function not performed unit compromised, video image has a white or red dot, suction tube mild resistance, primary operation channel resistance, insertion tube severe discoloration at stage 1. The customer responded to good faith efforts (gfe) via email on 13-feb-2019 and advised "there was a pre-inspection check prior to the procedure, there were no accessories used during the most recent procedure and they found the stuck accessory during reprocessing after the case". No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported. Multiple additional gfe attempts have been made to determine if the user was aware of the stuck accessory found in the primary operation channel. No additional response or information has been provided since that time, even after multiple good faith efforts. The colonoscope underwent repairs including the following components: o-rings and seals, distal end assy with tubes, adjusting collar, bending rubber, distal attaching plate, distal attaching screw, insertion flex tube, angle wire, ud pulley assy rl pulley assy, suction channel lg, eog valve tightening screw imp-1. The video colonoscope was approved by final qc on 04-aug-2018 and was delivered to the customer on 06-aug-2018 under delivery order (B)(4). Pentax medical video colonoscope, model ec-3890li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 15-jul-2013. On 21-feb-2020, a device history record(DHR) review was performed under ivai-20-020022, the DHR review confirmed the endoscope was manufactured on 24-jun-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 24-jun-2013.